Manufacturer narrative:
Correction: h6 investigation findings.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 132 gallon dry acid mixer with a mix tank that was not filling. The mixer also had no voltage to the fill valve. The fst discovered the fill valve had shorted and damaged the control board. The fst ordered an overnight replacement for the console assembly and fill valve to resolve the reported issue. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, no harm, or adverse event reported. The fst ordered a replacement control console assembly and fill valve be sent overnight. The fst discovered the fill valve had shorted and caused damage to the control board. The fill valve and control console assembly were replaced and the tank filled and functioned properly. Follow-up information was obtained. The fst confirmed there was no charred, blackened, or melted parts reported, nor was there was there any smoke or spark/flame reported. The fst explained there was a burning smell, which was overwhelming. The burning smell was coming from the control console assembly and the fill valve; however, there were no parts observed to be burned. Additional information was obtained from the biomedical technician (bmt). The bmt explained when the mixer was powered on a popping sound was heard, then smoke was observed coming from the machine, followed by a burning smell. The bmt stated he quickly opened the doors to air out the room. The bmt confirmed the strong smoke smell was coming from the fill valve; however, the fill valve was free of any visible damage.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The component was not returned; a physical investigation was not performed. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 132 gallon dry acid mixer with a mix tank that was not filling. The mixer also had no voltage to the fill valve. The fst discovered the fill valve had shorted and damaged the control board. The fst ordered an overnight replacement for the console assembly and fill valve to resolve the reported issue. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, no harm, or adverse event reported. The fst ordered a replacement control console assembly and fill valve be sent overnight. The fst discovered the fill valve had shorted and caused damage to the control board. The fill valve and control console assembly were replaced and the tank filled and functioned properly. Follow-up information was obtained. The fst confirmed there was no charred, blackened, or melted parts reported, nor was there was there any smoke or spark/flame reported. The fst explained there was a burning smell, which was overwhelming. The burning smell was coming from the control console assembly and the fill valve; however, there were no parts observed to be burned. Additional information was obtained from the biomedical technician (bmt). The bmt explained when the mixer was powered on a popping sound was heard, then smoke was observed coming from the machine, followed by a burning smell. The bmt stated he quickly opened the doors to air out the room. The bmt confirmed the strong smoke smell was coming from the fill valve; however, the fill valve was free of any visible damage.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 132 gallon dry acid mixer with a mix tank that was not filling. The mixer also had no voltage to the fill valve. The fst discovered the fill valve had shorted and damaged the control board. The fst ordered an overnight replacement for the console assembly and fill valve to resolve the reported issue. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, no harm, or adverse event reported. The fst ordered a replacement control console assembly and fill valve be sent overnight. The fst discovered the fill valve had shorted and caused damage to the control board. The fill valve and control console assembly were replaced and the tank filled and functioned properly. Follow-up information was obtained. The fst confirmed there was no charred, blackened, or melted parts reported, nor was there was there any smoke or spark/flame reported. The fst explained there was a burning smell, which was overwhelming. The burning smell was coming from the control console assembly and the fill valve; however, there were no parts observed to be burned. Additional information was obtained from the biomedical technician (bmt). The bmt explained when the mixer was powered on a popping sound was heard, then smoke was observed coming from the machine, followed by a burning smell. The bmt stated he quickly opened the doors to air out the room. The bmt confirmed the strong smoke smell was coming from the fill valve; however, the fill valve was free of any visible damage.